Manufacturer narrative:
MFR site: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported the patient had an impedance issue with their one program and required assistance. The patient was directed to contact their health care provider.